Event description:
Pump malfunctioned. Unable to get an accurate count of attempts and injections used.what was the original intended procedure?provide pain management to the patient.device #1is this a laboratory device or laboratory test?no.